Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils and lantern delivery microcatheter (lantern). During the procedure, a ruby coil was stuck and would not advance from the starting position within its introducer sheath; therefore, it was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil revealed a kinked introducer sheath. If the introducer sheath is mishandled during use, damage such as this may occur. This damage may have contributed to the reported difficulty advancing the ruby coil out of its introducer sheath during the procedure. During functional testing, the ruby coil was unable to advance through the kink in the introducer sheath. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely a result of forceful advancement against resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.